Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 4. The total drain volume was 4543ml, which was greater than the largest prescribed fill volume of 2500 ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation results: the homechoice (hc) device was determined to meet functional and electrical performance specification requirements per return instrument test (rite) testing. The device passed (B)(4). The event history review of the device logs revealed an increased intraperitoneal volume (iipv) had occurred in cycle 4 during the therapy initiated on (B)(6) 2010. The device user had drained out approximately 4543 ml, which was greater than the largest prescribed fill volume of 2500 ml and met the criteria of an iipv. No device failure or malfunction was identified that would have caused or contributed to the reported difficulty of the iipv identified via event history review. The assignable cause of the additional iipv was determined to be use error: the tidal uf removal was set too low. The device was subsequently forwarded to service.